Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
Reportedly, during the pt use, when the ventilator was checked, it was found that the led/silence button blinked on and off. The alarm was shorter than usual and the alarm message and tune did not function. Although, the ventilator continued to deliver breaths, the pt was manually ventilated and transferred to another unit. There were no reported adverse pt effects.